Manufacturer narrative:
Follow-up #1: date of submission 9/59/2012, device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: . Unable to duplicate the complaint. The black box shows a replace cartridge alarm on 2015-08-06 05:11; deliveries resumed at 05:47. No debris observed in cartridge compartment. Pump powers to verify screen with no issues.. Performed rewind and load cartridge successfully, then primed cartridge to 185u. Removed cartridge and verified cartridge was at 185u. Reinstalled cartridge. Performed rewind, then load once again.. Piston stopped at 185u, display correctly read 185u. Units remaining were calculated correctly in steps 17 through 20..#4. Tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the complaint, corrosion observed inside battery compartment. Battery compartment is cracked above and below the bumper pad. Leak test verifies leak in battery compartment..removed pump cover and no further evidence of moisture damage found. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the remaining insulin reading was off, showing about 20 less units on the display than were actually present in the cartridge. Consequently, the patient's blood glucose (bg) went high because during the night the pump gave an empty cartridge alarm when cartridge was not actually empty, bg elevated while patient sleeping, to 570mg/dl with small ketones, excess urination, fruity breath odor, and abdominal pain, as alarm was not addressed. This complaint is being reported as the discrepancy in insulin reading was not resolved and the patient experienced hyperglycemia.